Event description:
Boston scientific received info that this pt's right atrial lead was damaged due to twiddlers syndrome. As a result, the lead dislodged and exhibited damage at the terminal pin making it difficult to deploy the device set screw. Both the device and lead were removed and replaced with a new cardiac resynchronization therapy defibrillator (crt-d) system. To date, no adverse pt effects have been reported.